Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization. We are unable to determine if any product condition could have contributed to the reported hospitalization. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Changed h11 - additional mfg narrative : according to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. To: we are unable to determine if any product condition could have contributed to the reported hospitalization. We are unable to determine if any product condition could have contributed to the reported hospitalization. In addition it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. H1 - type of reportable event added: serious injury h6 - adverse event health effect - impact code added: health effect - f08 hospitalization or prolonged hospitalization h11 - additional mfg narrative changed from: according to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. B1 - adverse event/product problem added adverse event. B2 - outcomes attributed to ae added hospitalization- initial or prolonged.

Event description:
It was reported the patient's blood glucose levels rose to over 500 mg/dl. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, the parent gave a correction bolus and changed out the pod. In addition the patient reports they had gone to the hospital emergency room. Medical treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose levels rose to over 500 mg/dl. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, the parent gave a correction bolus and changed out the pod.